Manufacturer narrative:
Product was returned for evaluation. The return fields in oracle state: pump is not raising even with minimal weight. Complaint was confirmed. The underlying cause could not be determined after reviewing the documentation in this investigation

Event description:
Product was returned for evaluation. The return fields in oracle state: pump is not raising even with minimal weight. Per customer, shut off valve has developed slow leak causing the lift arm to drop as patient is moved.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Per customer, shut off valve has developed slow leak causing the lift arm to drop as patient is moved.